Manufacturer narrative:
Concomitant medical product(s): 00611005628 liner 28 mm i.d 61364520; 00801802802 femoral head sterile product do not resterilize 12/14 taper 61530605; 00625006530 bone screw self-tapping 6.5 mm dia. 30 mm length 61180261; 290039090 clsâ® spotornoâ®, stem, 135â°, uncemented, 9.0, taper 12/14 2365595. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The information in this report was initially submitted under 0001822565 - 2016 - 02013. It is now being submitted under 0002648920-2016-00977 to correctly identify and report under the appropriate manufacturing site, now that product identification is known. This report will be amended when our investigation is complete.

Event description:
It is reported a patient underwent hip arthroplasty revision due to pain, difficulty walking, numbness, and swelling.